Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Reportedly, the customer observed insulin where the cartridge snaps into the pump. There was no reported impact to customer's blood glucose level.